Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a no disposable alarm is the dso" sensor. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient had a pump no disposable clamp tubing alarm 1 day after prefilled cassette change. No further details provided. No patient injury reported.

Manufacturer narrative:
Device & operator information are unknown; no further information was provided. No lot or serial number was provided; therefore, a device history record (DHR) review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.